Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
Terumo cardiovascular systems learned of this incident by receiving a copy of form 3500a FDA medwatch report. The hospital did not report this incident to tcvs directly. The perfusionists involved in this case provided the following info for the incident that occurred on (B)(6) 2013. (B)(6) child was scheduled for cardiac surgery on (B)(6) 2013. The cpb circuit included a sorin tubing pack, a terumo fx15 oxygenator (1cx fx15re30), and a roller pump as the arterial pump. The circuit primed without difficulty. Before the initiation of cpb, blood products from the blood bank were added to the cpb prime solution (total volume of 640 ml of blood products). The pt was heparinized in preparation of cannulation prior to the initiation of cpb. The act was measured at >1000 seconds. As cpb was initiated, the perfusion team observed a very high arterial line circuit pressure that was twice the normal level. The arterial pressure was measured at a site between the roller pump outlet and the oxygenator inlet. The arterial pump was quickly stopped when this high pressure was observed. The arterial pump was slowly started in attempt to initiate cpb and again a high pressure was observed. The arterial pump was quickly stopped. The aortic cannula placement was checked and again all seemed routine. The bubble trap, part of the tubing pack, was removed and replaced, but it did not resolve the high circuit pressures. The perfusion team elected to "splice in" a maquet quadrox d oxygenator into the line to rule out an obstruction in the fx15 oxygenator. When cpb initiation was again attempted, a high circuit pressure again was observed, and the arterial pump was again quickly stopped. The cv surgeon removed the aortic cannula and replaced with a larger cannula, but again the high circuit pressure was not corrected. The pt blood pressure and heart rhythm remained stable during all of these attempts and interventions. The cv team elected to change out the entire av loop with new devices as the cause of the obstruction was not able to be determined. The complete av loop was changed out. The cannulae were left in place and not removed. The new circuit was primed, de-bubbled and prepared for cpb. The setup and preparation time of the cpb circuit was 58 minutes. The original cpb circuit was inspected, and no clots or obstructions were observed. Cpb was again attempted to be initiated (with the new circuit) and there were no functional or clinical issues observed. The procedure was completed successfully. There was no actual loss of blood from the pt, but there was a loss of 640 ml of bank blood that was part of the initial prime solution in the circuit that was changed out. The total delay in the procedure, including troubleshooting and changed components, was estimated to be 94 minutes. There was no harm observed; however, the lengthy delay is considered by tcvs as a possible serious injury.